Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. The international affiliate was contacted and info on reprocessing of the device was requested. No response has been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported a leak. On an unspecified date, the customer contact reported leakage of an unspecified fluid at the end of the tubing set. No specific details were provided. No info was provided if the leak occurred during or prior to pt use; however, the customer contact indicated there were no reported adverse pt effects and no reported delay of therapy. No medical interventions were required. Though requested, no add'l info was provided.